Event description:
A user facility reported that a red substance was noted around the recirculation, blood sampling and arterial temperature connectors (oxygenator was on holder) during extracorporeal membrane oxygenation support. There were signs of possible leakage that appeared on the second day of support. The user was also concerned about some strange impregnation under cover of the oxygenator. The patient remained on support with the same xlung 230 kit. Photographic evidence showed diffuse dried blood surrounding three ports on the oxygenator. There was no indication the patient experienced a serious injury as a result. The sample was not returned to xenios.

Manufacturer narrative:
Plant investigation: the described situation is adequately addressed in the instructions for use and/or on the label. Documentation of module production of january 25, 2024, revealed no non-conformity during the manufacturing process. The trend analysis showed three similar complaints under the same batch number. It was reported that a red substance around the recirculation, blood sampling and arterial temperature connectors (oxygenator on holder) were noted. Signs of possible leakage appeared on the second day of use. There was also concern about some strange impregnation under cover of the oxygenator. Photographic evidence showed dried blood around the recirculation port, the cardioplegia port and the temperature port. On another photo of the oxygenator, blood appeared to be underneath the edge of the oxygenator lid. There were no console alarms in conjunction with the leaks. No leak was observed during priming. All connections were confirmed to be secure by the reporting facility. No visible defects were observed. The patient continued support with this xlung kit. The complaint sample was not available for evaluation. Based on the provided information, it is assumed that a small blood leak occurred at the recirculation port of the oxygenator, and blood has leaked from there both under the edge of the oxygenator lid and down to the cardioplegia and temperature port. The cause has been identified during investigation of previous complaints and a CAPA has been implemented.

Event description:
A user facility reported that a red substance was noted around the recirculation, blood sampling and arterial temperature connectors (oxygenator was on holder) during extracorporeal membrane oxygenation support. There were signs of possible leakage that appeared on the second day of support. The user was also concerned about some strange impregnation under cover of the oxygenator. Photographic evidence showed diffuse dried blood surrounding three ports on the oxygenator. There was no indication the patient experienced a serious injury as a result. The sample was available for product investigation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.